Manufacturer narrative:
Device evaluation by manufacturer: the product was returned to boston scientific for analysis. Returned product consisted of a embold fibered coil system. Visual inspection of the device revealed a detached and missing coil. The wedge lock and introducer sheath were removed at the customer site and were not received. The perforations were intact. Microscopic inspection of the device revealed a detached/missing coil from the distal coupler with no coupler damage. The complaint was confirmed for issues due to a coil separation.

Event description:
Reportable based on device analysis completed on 01oct2024. It was reported that the coil was difficult to insert. A 2x6 embold fibered detachable coil system was selected for an endovascular aneurysm repair (evar) intubation procedure in the abdominal aorta. During the procedure while using the intermittent flushing method, however, the coil became stuck in the hub part of the catheter. Only the coil was removed as it was. A new embold fibered detachable coil system was used to complete the procedure. No patient complications were reported. However, device analysis revealed a detached and missing coil.